Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer attempted to change the battery and inserted six brand new batteries, but the pump continues to display the message insert battery. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Battery cap contacts and battery compartment, and springs are not damaged. The display did not return after inserting a new battery. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Multiple failedbatttest (58) on (B)(6) 2025 09:08:46.000, (B)(6) 2025 09:11:18.000, (B)(6) 2025 09:13:18.000, and (B)(6) 2025 09:13:25.000. No other power/battery alarms were noted on the event date or seven days prior from the event date. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, stained keypad overlay buttons, pillowing keypad overlay, slightly peeling end cap address label, slightly fading serial number label, cracked case belt clip rail corner, cracked battery tube threads, and scratched case. Unexpected failed battery alarms/insert battery alarms and blank display were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.